Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving compounded baclofen [500 mcg/ml] at a rate of 590 mcg/day and bupivacaine [30 mg/ml] at a rate of 35.4 mg/day via intrathecal drug delivery pump. It was reported that a motor stall occurred at 11:13 on (B)(6) 2017. The pump was interrogated and showed motor stall. The replacement took place on (B)(6) 2017 and the issue was resolved and there were no further complications reported/anticipated.

Manufacturer narrative:
The initial report did not include company representative as a report source in error. Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s log, the following drugs were being administered via a flex dose rate as of (B)(6) 2017: lioresal with concentration 500.0 mcg/ml at a dose rate of 590.64 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a dose rate of 35.438 mg/day. (B)(4). If information is provided in the future, a supplemental report will be issued.